Event description:
Health professional reported a lap-band port leak. A "scope" was done that showed "gastritis with a small erosion" of the band and "distal esophagitis." A colonoscopy was conducted that showed a "rectal polyp." At a later appointment it was noted that "the patient had 3.7 cc's in the band and [at the follow up appointment] there was only .5cc's. The patient reported being "hungry," had "gained weight" and reported being "tender at the port." The port was explanted and replaced. Three days later, the patient presented to the hospital reporting not being able to "take down liquids." The band and replacement port were explanted without replacement. When the band was emptied, the fluid was noted to be "yellow."

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Only the port has been returned for analysis. The reporter discarded the band portion of the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Irritation/inflammation, inadequate weight loss, hunger, rectal polyp, pain, erosion and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of dysphagia, gastritis and inadequate weight loss as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."